Event description:
During a remote follow-up, episodes of undersensing due to noise were observed on the device. Technical support was contacted, however, no intervention was performed. The patient was stable and will continue to be monitored.